Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer also reported of being hospitalized a few times. Customer does not recall details of hospitalization such as date, blood glucose levels, nor events leading to hospitalization. Customer did report of having symptoms of vomiting and was released after blood glucose stabilized. Customer declined troubleshooting. Three unsuccessful attempts were made to contact customer regarding the drive support cap notice.